Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and a failed battery test alarm. Customer¿s blood glucose was 4.3 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and failed battery test after the customer was figured in a car accident. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm noted. All buttons functioning properly. No damage in keypad assembly noted. No button error alarm noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner and minor/deep scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.